Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a transobturator tape procedure. This is the same case and patient as MFR report # 3005099803-2011-00831. This report pertains to the second of two devices. According to the complainant, the sling was placed normally. The blue centering tab was cut and the mesh sleeves were pulled off. When the physician then attempted to adjust the mesh by pulling on each side, the mesh tore in half at the midline. The mesh was removed from the patient and another obtryx halo transobturator sling system was opened and placed in the patient in the same manner as the first sling. The blue centering tab was cut. When the physician attempted to adjust the mesh, it tore at the midline. The physician completed the procedure with a third obtryx halo transobturator sling system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(6). Patient's age: initially reported: exact age unknown but (B)(6). Correction: patient was (B)(6). A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Only the delivery device was returned for analysis. A visual analysis of the returned device did not reveal any defects. The root cause of the event was therefore undeterminable.

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a transobturator tape procedure. This is the same case and patient as MFR report # 3005099803-2011-00831. This report pertains to the second of two devices. According to the complainant, the sling was placed normally. The blue centering tab was cut and the mesh sleeves were pulled off. When the physician then attempted to adjust the mesh by pulling on each side, the mesh tore in half at the midline. The mesh was removed from the patient and another obtryx halo transobturator sling system was opened and placed in the patient in the same manner as the first sling. The blue centering tab was cut. When the physician attempted to adjust the mesh, it tore at the midline. The physician completed the procedure with a third obtryx halo transobturator sling system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."